Event description:
It was reported that a cartridge alarm occurred, customer¿s blood glucose level was 363 mg/dl. Customer successfully reset the pump and loaded a cartridge and resumed insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.